Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy in oncology, under infusing cetuximab. The rate was 600 mg/hr (programmed amount unk). It was also reported there was no patient injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.